Event description:
It was reported that eleven distal radius plates went through one or two wash cycles and now they appear to be rusty where the plate part numbers are etched. Surgeon has refused to use these plates. Sales consultant states that the problem is the depth of the etching, because it reaches down to a section of the plate where the metal is not rust resistant. No patient involvement. Sales consultant will be returning the eleven plates. This is report 4 of 11 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the part was received with discoloration around the part number. There is no apparent physical damage to any of part features. The parts were manufactured within specification as per the DHR review. Therefore, disposition of the complaint is indeterminate because the discrepant condition of the part is considered to have occurred subsequent to manufacturing. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: an elemental analysis was conducted and it states that the nominal surface and discolored surface indicates the chromium content of the alloy has been depleted. The reduced levels of chromium observed shows aggressive marking due to heating of the stainless steel. Since chromium is need to achieve passivation, the loss chromium causes the subsequent passivation with nitric acid. Nitric acid cannot restore the corrosion resistance. Furthermore, iron can be removed via heating; however, when exposed to oxygen and moisture, the iron will oxidize giving rise to a discoloration. However, this complaint receives an disposition of indeterminate because the discoloration cannot be tested at the manufacturing site, and therefore cannot be confirmed as rust.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.